Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a type b thoracic dissection of on. It was reported the patient presented emergently and was treated with a valiant stent graft and subsequent laser fenestration from the arm via the lsa; however, due to anatomy, the laser was unsuccessful in reaching the appropriate site. It was reported the patient was stable upon completion of the procedure however expired one day post the index procedure due to dissection. Per the physician the cause of death is unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.